Manufacturer narrative:
It was reported via the (B)(4) enterprise post market surveillance study that an asymptomatic cerebral hemorrhage was observed by CT after placement of an enterprise vrd ((B)(4)) for a planned staged coiling procedure. It was not able to be determined where the hemorrhage occurred. Recovery was confirmed without any treatment. The physician reported that the event was considered related to the administration of antiplatelet drugs (bayaspirin and plavix). Bayaspirin 100mg/day and plavix 75mg/day were started 10 days prior to index procedure. Plavix was changed to pletal 200mg/day on the index day. The target lesion was an unruptured saccular right middle cerebral aneurysm measuring 3.5mm with a neck to sac ratio of 3.5/6.0mm. The parent vessel diameter proximally was 2.8mm and 2.6mm distally. The intent was to complete the coiling at a second staged procedure with only placement of the enterprise at index. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. No dissections were noted during the procedure or indications of any conditions causing hypercoagulable state. The act pre-procedure of 91 seconds and post-procedure was 307 seconds. The modified rankin scale pre-procedure was 0, post-procedure and within a week was 1, and after 30days it was 0. Procedural images are not available. The stent remains implanted. (B)(4) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01420495. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. Hemorrhage is a known potential adverse event that may be associated with the use of the enterprise vascular reconstruction device and delivery system in the intracranial arteries as outlined in the instructions for use. The instructions for use precautions that the enterprise vascular reconstruction device and delivery system is not intended for use as a stand-alone device, i.e. Without subsequent coil embolization of the aneurysm. Patient and procedural factors may have contributed to the event. Based on the available information, no conclusion can be made regarding the relationship of the device and the event. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Corrected data: please note that this information was accidentally not included with the initial mw report submitted on (B)(4) 2011: lr packaging l/n# 01420495, 13471874. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01420495. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 74 units, which were shipped from lake region medical on march 11, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information indicated that it was reported the physician intended to complete the coiling by two-stages. In the index procedure, the enterprise vrd (enc452212) only was implanted and the coils were not implanted. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The coils will be placed in the next procedure. Medications consisted of bayaspirin 100mg/day ((B)(6) 2010), plavix 75mg/day ((B)(6) 2010), and pletal 200mg/day ((B)(6) 2010). The target was the right middle cerebral artery with a saccular aneurysm was unruptured with neck that was 3.5mm and the neck to sac ratio was 3.5/6.0mm. The parent vessel size/diameter proximal diameter was 2.8mm and distally was 2.6mm. A cd copy of the procedure is not available. No further information was available. Other devices utilized during the case consists of prowler select plus microcatheter, launcher 7french guiding catheter, sl10 microcatheter, traxcess 14 guidewire, gt, and silver speed. Additional information will be submitted within 30 days of receipt.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that during a coil embolization assisted with an enterprise vrd (enc452212), asymptomatic cerebral hemorrhage was observed by CT after the procedure. Recovery was confirmed without any treatment. The physician commented it was considered the event was related to administration of antiplatelet drug (bayaspirin, plavix). The modified rankin scale pre-procedure was 0, post-procedure and within a week was 1, and after 30 days it was 0. The act pre-procedure of 91 seconds and post-procedure was 307 seconds. No dissections were noted during the procedure or indications of any conditions causing hypercoagulable state. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. Other devices utilized during the case consists of prowler select plus microcatheter, launcher 7french guiding catheter, sl10 microcatheter, traxcess 14 guidewire, gt, and silver speed.